Event description:
A clinical case report was described in a published article detailing an event that occurred in a patient with osteoporosis who underwent a kyphoplasty procedure at l1 to stabilize a traumatic vertebral compression fracture. The procedure went well with no reported complications. Three weeks post procedure, the patient was readmitted with pain. The patient was reported to have aseptic osteonecrosis of the vertebra with dislocation of the bone cement and progressive collapse of the vertebral body. The bone cement and the remainder of the l1 vertebral body were removed with replacement by an expanded cage. Subsequent cage subsidence into l2 required reintervention to reposition the cage. The patient was reported to have recovered completely.

Manufacturer narrative:
Other: routine literature search.